Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional summary of investigational findings: the reported allegations have bee investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited physical activity, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. Additional information received 08apr2020 patient allegedly received an implant in (B)(6) 2010 via the femoral approach due to deep vein thrombosis (dvt), multiple pulmonary emboli (pe), and massive pulmonary embolus. Patient is alleging tilt and vena cava perforation. The patient further alleges filter struts piercing inferior vena cava (ivc), filter strut impinging the right psoas muscle, filter strut piercing the aorta and impinging the vertebra, limited physical activity, and anxiety. On (B)(6) 2010, per a report from implant report; ¿ivc filter placement.¿ "percutaneous thrombectomy" "the sheath is advanced to approximately the third lumbar vertebra and a filter is placed in the usual fashion." "Clot within the common femoral vein as well as the profunda." "Thrombosis really from the popliteal all the way through the common femoral vein, through the femoral vein in the thigh up into the common femoral vein and really in the iliofemoral system." "With the tip of the catheter in the left superficial femoral vein, dye was injected within the catheter. It showed much improved show with the femoral profundal and common femoral system, now with about 90 percent of the thrombus removed." On (B)(6) 2019, per a report from computed tomography (CT); ¿the aorta is of normal caliber and inferior vena cava filter seen in good position. The aortic bifurcation appeared normal.¿ patient outcome: it is alleged that the [pt] was injured without further explanation.